Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death as listed in the eifu, mitraclip ntr/xtr, u.s. Is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported death cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with grade 3-4 functional mitral regurgitation (mr). Mr was reduced to grade 1-2 with the mitraclips. On (B)(6) 2019 this patient expired at an outside hospital. In the opinion of the physician, the relationship of the mitraclip to the death is unknown, but is unlikely related. No additional information was provided.